Manufacturer narrative:
Concomitant medical products: st. Jude lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy for an episode that was thought to be ventricular tachycardia (vt) but was detected as supra ventricular tachycardia (svt). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.